Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. The right atrial (ra) lead exhibited high impedance, sensing of noise and p-wave undersensing. Both the ra and rv lead were capped. No patient complications have been reported as a result of this event.